Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. The left common iliac artery had stenosis. It was reported that the patient had limb occlusion on the left side. During follow-up, the left external iliac artery was found to be stenotic due to neointima. The physician thinks it is pathophysiologic phenomenon and was not due to the device. A bare metal stent was implanted to successfully address the occlusion. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).